Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio bolus button cover had a hole in it. During testing, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and contamination was found. The display screen text was found to be dim, faded, and discolored. Additionally, evaluation revealed that the pump¿s audio tones were not functional. The pump case was removed and a cracked solder on the piezo connection was found. A new cover was installed and the pump¿s audio tones functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive. Investigation also revealed that there was contamination under the audio bolus button cover. Additionally, investigation revealed that the display screen text was dim, faded, and discolored. Furthermore, investigation revealed that the pump¿s audio tones were not functional. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.